Event description:
It was reported that, during electrocardiographic (ECG) monitoring on the day after implantable pulse generator (ipg) implant, a single ventricular pace was missing during a one hour cycle. Analysis determined that the missing ventricular pace (vp) was due to oversensing in the ventricular circuit of the ipg. Ventricular sensitivity was increased on the device and the patient was monitored for two hours via ECG with no occurrence of a missing vp. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).